Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 30mmol/l. Troubleshooting was performed. The programing was reviewed and found that the basals were changed the day before the admission. It was stated that the numbers were not adding up properly. No further info was provided.